Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of there is an error message seeing on the screen service required error. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pcba damage, burnt pcba, missing filter, firmware is not updated and scratched screen. The customer complaint was reproduced. There was one error code identified. The device was scrapped.